Event description:
It was reported that the pump is not responding properly when the down arrow is pressed and it is hard to press. The patient claimed that there are no signs of damage to the keypad and the pump has not gotten wet.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.